Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room upon receiving inappropriate defibrillation therapy due to noise observed on the right ventricular lead. It was noted that the noise was reproducible with movement, the defibrillation therapy was disabled, and the patient would be monitored with external shock capability pending replacement procedure. During pre-operation check on (B)(6) the right atrial lead exhibited high pacing lead impedance and high capture threshold, and both leads were explanted and replaced. The patient¿s condition was stable.